Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead; product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
Attorney alleged that during the implant procedure, the procedure notes indicate that the patient underwent laminectomies on levels t8 and t9, and a laminectomy lead was placed. A CT scan done on (B)(6) 2012 indicated that the lead was placed at t9 and t10, but not t8 and t9. An xray showed levels t7 and t8 covered. The patient was reportedly not informed of the misplacement and migration. The CT scan also noted that the laminectomies were not done, as all lamina were intact. The first follow up visit on (B)(6) 2012 noted typical postoperative pain. It was stated that the patient¿s pain was worse following implantation. The patient had not used her stimulator at this point. The patient was advised to follow up in one month for programming/routine follow up, which the patient returned for on (B)(6) 2012. It was documented that her stimulator was working. The main issue was right greater trochanter pain, and the patient had an injection at that site. It was documented that a fusion might be necessary. The patient had relief from the injection and requested further injections. After a telephone call complaining of a non-working stimulator on an unknown day, a CT scan was ordered. By (B)(6) 2012, the patient had little to no pain relief and wanted the device removed. Re-programming had not helped. The battery location was also tender. The plan of treatment was to consider long term narcotics. The patient sought care with a new physician. The patient stated that the stimulator had made her pain worse. She was unable to work, it was painful to sit or stand for too long, and she could not walk very far. The new physician performed surgery on (B)(6) 2012. A quad lead was placed in an effort to revise the previous stimulator, but the physician was unable to place the quad lead due to the previous lead. The stimulator, trial lead, and connecting wires were removed. The epidural paddle lead was left in place. The patient proceeded to undergo a bone fusion of the right sacroiliac join in (B)(6) 2012. This resulted in a reduced level of pain and the patient stated she was better.